Event description:
It was reported that an amplatzer vascular plug 4 (8 mm x 13.5 mm, 125 cm) was chosen for a previously implanted non- abbott device leak procedure. The leak was detected on the left side of the previously implanted device. The physician determined the appropriate plug size based on the imaging provided. Transesophageal echocardiography (tee) was used to measure the waist, and both fluoroscopy and tee imaging modalities were utilized during the procedure. During the procedure, after deployment of the plug, it dislodged from its intended location and ended up in the left atrium of the heart. The physician believed the cause of the migration may have been that the plug "slipped free" from the space, though the exact reason remains unclear. The dislodged plug was removed by using a non-abbott snare. The device was fully intact upon removal and there was no negative impact on the patient. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. As the lot number was not provided, a device history record or lot-specific similar complaint review could not be performed. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention of snaring of the device was a cascading effect of device embolization. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.